Event description:
Patient reported for left side "3 or 4 months after implant, started feeling left breast hardened", "due to pain, physician identified the event as early capsular contracture grade 3, "patient also wanted to know if implanted devices are under the recall". Later, physician reported "device hardened, deformed and squared" and "nodules on the left". Patient representative reported "severe pain, swelling, discomfort, redness", "patient's health was severely risky: with deallocated silicone prosthesis, causing severe pain; nodules; and difficulty in maintaining upright posture once the skin and muscles are stretched", "this situation caused inconvenience, uncertainty, losses, moments of anguish and frustration". The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture grade 3.

Event description:
Patient reported for left side "3 or 4 months after implant, started feeling left breast hardened", "due to pain, physician identified the event as early capsular contracture grade 3, "patient also wanted to know if implanted devices are under the recall". Later, physician reported "device hardened, deformed and squared" and "nodules on the left". The device remains implanted.